Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose and was hospitalized with diabetes ketoacidosis. In addition, the insulin pump alarmed motor error, no delivery and had keypad anomaly. Customer's blood glucose range was between 40mg/dl-400mg/dl. The customer mentioned a hospitalization in 2012 for diabetes ketoacidosis. Customer mentioned over the weekend the insulin pump stopped working. The customer removed battery out and let it sit overnight. Customer then had issues with unresponsive buttons. Customer stated they noticed two cracks by the reservoir area. Also, the insulin pump alarmed motor error and no delivery several times. The customer's current blood glucose was unknown.